Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that her blood glucose level went up to 600 mg/dl. The customer changed everything and her blood glucose level went down to 530 mg/dl. Insulin dripped out during the prime because they placed the insulin pump upside down and a few drips came out. Fluid was in the reservoir compartment. The high pressure test and self-test passed. The device was not returned.